Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was battery failure. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The device's power management (pm) board was replaced for field change order remediation, and the device alarmed for battery failure. The customer had aftermarket batteries. A good faith effort response was received and battery alarm after pm board replacement and error code 1124 in the device's log history for battery failure was confirmed. The investigation is ongoing.